Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing, intermittent low blood glucose (bg) levels (40s mg/dl). The pump settings needed to be adjusted and was reported to be the cause of the low bg levels. The customer would disconnect from the pump and consume food/drink to address the low bg.